Event description:
Caller alleged discrepant results with inratio versus lab. Caller reported a low (1.5) compared to lab (2.49). Patient has been on coumadin for more than a year and has been using inratio for several months. Their usual inr is around 2.0., inratio 1.9. At about 2 days later, inratio 1.5, no retest, patient had heavy rectal bleeding and was sent to ER. The lab inr is 2.49. There were no coumadin or other medication changes recently. Patient is being kept in ER for observation.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 1.5, lab: 2.49, mean: 2.00, confidence limits: 1.3-2.7. A 1.9 inr is excluded from accuracy test due to no lab results provided on 3-17-2009. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of date, doctor took patient off coumadin and told him to return device.